Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
The customer reported that one battery of the intra-aortic balloon pump (iabp) does not charge fully. There was no patient involved, thus no adverse event was reported.

Manufacturer narrative:
The getinge field service engineer (fse) reported that the battery has been replaced and the unit has been returned for clinical use.

Event description:
The customer reported that one battery of the intra-aortic balloon pump (iabp) does not charge fully. There was no patient involved, thus no adverse event was reported.